Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed indicated that the speaker was inoperative, and needed a replacement part. Based on the information available, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx700 patient monitor indicating that the speaker was inoperative. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.